Event description:
It was reported the catheter had a kink at the distal end, and friction was encountered during insertion of the guidewire. No pt injury reported.

Manufacturer narrative:
The catheter has been evaluated. The catheter segment distal to marker band is thinned, the tip is partially separated at the point between the markerband and the end of the catheter braid. Based on the investigation, the damage to the distal tip is likely to have occurred as a result of shaping the tip of the catheter.